Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they had sporadic issues with controls tested for special proteins tests on the cobas 8000 c 502 module (c502) between (B)(6) 2017. Controls will be out of range upon initial run and when repeated, they would recover within range. One patient sample had an erroneous result for iga-2 tina-quant iga gen.2 (iga) that was reported outside of the laboratory. The sample initially resulted as 100 mg/dl and this value was reported outside of the laboratory to a physician. The physician called about the result, so the sample was repeated. The repeat result was < 5 mg/dl accompanied by a data flag. The repeat result was believed to be correct and a corrected report was issued. The patient was not treated based on the initial result and was not adversely affected. The iga reagent lot number was 19643501, with an expiration date of 08/31/2018. The field service engineer determined that the rinse mechanism nozzles were misadjusted. He performed mechanism checks. He checked the rinse nozzle tubing for leaks and none were found. He noticed that the rinse nozzles were not filling properly. He adjusted the rinse nozzle dispense and evacuation. He checked probe alignments and these were ok. He replaced a sample probe and reagent probe. The customer ran patient correlations for iga and controls. All results were within specifications. The investigation found the root cause of the event was the issue with the rinse nozzles.